Event description:
Coronary artery dissection during stenting procedure. The report received indicated that during a coronary stenting procedure the physician engaged a competitor's guiding catheter in the target vessel; however, the catheter wedged at the ostium of artery and a slight decreased in the patient's blood pressure was observed. The physician continued the procedure and lesion pre-dilatation was conducted, then the 3.0x33mm cypher delivery system was advanced in the target vessel; the stent was deployed at 16 atmospheres and was implanted from the ostium of the right coronary artery (rca) to the proximal rca. However, distal to the implanted cypher a "spiral" dissection occurred. The physician decided to treat the dissection with another cypher stent; however, the physician encountered difficulties advancing the device through the lesion as it was getting caught on the previously implanted stent. The physician tried to redeliver the cypher by 5-in-6 technique and then by anchor balloon technique, but still the device could not cross stented segment. Consequently, the physician removed the device and only treated the dissection with balloon angioplasty. The balloon reached the dissection site without any problems, timi flow 3 was confirmed and the procedure was concluded. The patient was hospitalized for monitoring; the physician scheduled the patient for implant of a graft master stent. The next day after the cypher implant, the patient was intubated due to a separate respiratory problem; further details were unknown. The patient was discharged from the hospital a week post stent implant. Although, the patient was scheduled for further dissection treatment, after the dissection was ballooned and the flow was restored the physician believed the problem was resolved and no further treatment was required. Further information indicated the target lesion was the proximal and mid rca. The lesion was de novo, heavily calcified and moderately tortuous. There was 90% stenosis. The reference vessel diameter was 3.5mm. Due to the severe calcification, it is possible that the pressure applied during the procedure may have been above the device's rated burst pressure. The product is not available for evaluation, as it was implanted.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Additional information will be submitted within 30 days upon receipt.